Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist. Available information suggests that poor leaflet quality likely contributed to the event as the leaflet tissue was quite myxomatous. Therefore, the most likely cause of this event is due to patient conditions. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure where two devices were implanted. A late slda (single leaflet device attachment) was seen of the most anterior device which was causing some ventricular ectopy. Residual tricuspid regurgitation (tr) remained at mild, but patient was symptomatic from the ectopic beats and the device was mobile on the ventricular side. The two devices were in a-s (anteroseptal) position in 2/8 configuration. On post-operative ay 6, another ace was implanted in the a-s commissure in 1/7 configuration to the mobile device which immediately stabilized the mobile device, and the residual tr remains at mild with a mean gradient of 1mmhg. Imaging was a bit challenging due to shadow from devices already implanted but many views were assessed to ensure adequate leaflet insertion. The physician was very pleased with this outcome. Physician comments were that the cause of the slda was that the leaflet quality was more than likely the reason for it (leaflet tissue quite myxomatous, they were long leaflets but not of great quality). The imaging was good on the day of the index procedure, but the physician accepted that this was the risk with this patient and that she achieved the best outcome on the procedure.